Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, when the surgeon fired the stapler, surgeon broke the safety bar. Upon inspection of the anastomosis, they noticed that all the staples were straight. Surgeon was going to fire a second stapler to redo the anastomosis. Because the anastomosis area was so low in the patient, they had to do a purse string around the center rod of the stapler with the rectal stump. After the second firing, the donut from the rectal stump was incomplete. It did not pass the leak test. There was an extended incision more than an inch. They were attempting to over sew the anastomosis but determined they were going to have to place a colostomy.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and the safety latch was broken off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.